Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k130520 the actual device was returned for evaluation. Visual inspection upon receipt did not find any obvious anomaly, such as a break, in the appearance. Saline solution was let to flow through the actual device by gravity. Another visual inspection of the actual found that some clots had formed inside the oxygenator module. The actual device was fixed with saline solution containing glutaraldehyde solution. The housing and filter were removed from the oxygenator module. Visual inspection of the filter found that some clots had formed both on the outer and inner surfaces. Visual inspection of the oxygenator module found that some clots had formed on the fiber. The fiber winding was confirmed to be in the normal state. The fiber layer was removed from the winding in increments of 2mm and each layer was subjected to visual inspection. Some clots were found to have formed on the fiber. The fiber and the outer cylinder were removed from the heat exchanger module and the inside of the heat exchanger module was subjected to visual and magnifying inspections. Some clots were found to have been formed. The filter removed from the oxygenator module, and was inspected under magnification. Some clots were found to have formed on it. The diameter of the filter mesh was confirmed. No clot formation was confirmed. The fiber layers removed during the test, and were inspected under magnification. Some clots were found to have been formed on the fiber. The clots formed on the filter was collected for electron microscopic inspection. The presence of the erythrocyte components, including red deformed red blood cells (echinocyte) and white blood cells, were found. The filter was inspected under electron microscope. The formation of the fibrin net and the adhesion of the erythrocyte components, including red blood cells, deformed red blood cells (echinocyte) and white blood cells, were found on the surface. The fiber on each layer on the upper side of the fiber winding obtained, was inspected under electron microscope. The formation of the fibrin net and the adhesion of the erythrocyte components, including red blood cells, deformed red blood cells (echinocyte) and white blood cells, were found on the surface. A review of the device history record of the involved product code/lot number combination revealed no findings. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the formation of some clots due to some factor(s) caused the pressure inside the actual sample to get increased. However, the exact cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a pressure increase with the involved capiox pack. After the initiation of cpb, the act would not go above 300 sec. Administration of heparin did not work and the pressure inside the oxygenator module of the actual sample started to increase. The procedure was completed successfully with the actual sample, there was no change-out. There was no blood loss and the patient was not harmed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. It was inadvertently initially reported a serious injury, however, the type of reportable event is a malfunction.